Manufacturer narrative:
At this time, this device has not been returned to boston scientific for laboratory analysis. Attempts to obtain any further information whether it was expected to be returned have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this device had an estimated remaining longevity of less than 6 months. There is a concern that the battery was depleting faster than expected as this device has been implanted 4 years with non-remarkable lead measurements. Because the patient is pacemaker dependent, the device was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Subsequently, the product was returned at our post market quality assurance laboratory and detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. Analysis concluded this device did not deplete prematurely; rather, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device.

Manufacturer narrative:
Once the device is returned and analysis is completed, this report will be updated.